Event description:
This was a cardiac lead extraction conducted in the or to remove a total of 2 pacing leads (vivatron lead, icm 09b rv (serial# (B)(4)); vivatron lead, icf 09b ra (serial# (B)(4)) due to an acute infection. The patient was prepped with an arterial line, cvs scrubbed into the case and fluoroscopy in use. The md cut and prepped both leads with a lld (unknown model#) and began lasing the ra lead with a 14f sls ii, successfully extracting the lead. Lasing resumed with the 14f sls ii on the rv lead, eventually up-sizing to the 16f sls ii. It was reported a visisheath was used during the case, but it is unknown at what time and with which laser sheath it was used on. During the lasing train on the rv lead (unknown at which portion of the lead) the patient's abp dropped. The cvs confirmed an effusion via fluoroscopy and converted into an emergent sternotomy within 2 minutes and a svc tear was noted. It was unknown the length of time the resuscitation efforts continued, but ultimately the patient did not survive the surgery.